Manufacturer narrative:
The customer returned the event electrode pads for evaluation. The sample did not reveal any obvious reason for the apparent gel movement. Based on the presence of hair and blood on the electrodes, our conclusion of that events indicates that the preparation of the patient resulted in poor electrode to patient interface. The poor coupling interference (suspected to be caused by hair) resulted in a burn, and where sweat and blood promoted gel separation. The customer has been notified of zoll's efforts and the labeling of the product which states to properly prepare the patient's skin prior to the application of electrodes. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while defibrillating a patient (age and gender unknown), after removing the electrode pads, burns were found on the patient. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant indicated that the patient subsequently received 2nd degree burns.